Event description:
It was reported that this right ventricular (rv) lead exhibited noise which resulted in oversensing and pacing inhibition. This patient experienced syncope and asystole. Subsequently, this patient was admitted to the hospital and underwent a lead revision. This lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.